Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner.

Event description:
Customer reported the insulin pump had cosmetic damage. Customer did not know blood glucose level. Customer stated the device was cracks in the reservoir compartment and it was missing chunks. Customer stated the damage was to the open end of the compartment and the outer rim was missing big chunks. Customer stated the damaged occurred because of normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.